Manufacturer narrative:
Although the decision was made to discontinue impellasupport, there is not enough evidence to exclude the impella device (increase in purge pressure with subsequent decreased pump flow) as an associated factor to the overall outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support (mcs). Two days prior, the patient underwent coronary artery bypass graft and 3-valve replacement surgeries, and shortly after arriving to the cardiovascular intensive care unit (cvicu), the patient went into ventricular fibrillation and was coded briefly. An emergent sternotomy was performed at bedside and chest was left open for two days. The patient was taken to the operating room for surgical chest closure, and after closing the chest, the patient's right ventricle exhibited dysfunction on echocardiogram with central venous pressure of 20 and hypotension requiring inotropic support. At this time the decision was made to implant an impella rp flex device which was successfully completed. Approximately two days after start of the impella mcs, it was noted flows slowly dropped over course of therapy from 3.0 liters per minute to 2.4 liters per minute. During this time motor current trended downward from 380¿s to 240¿s. Pulmonary artery placement signal gradually increased into 70¿s mean. At this time, the physician decided to initiate tissue plasminogen activator (tpa) protocol for purge solution to prevent pump failure. 2 milligrams of tpa in 50 milliliters was given through purge system at which point flow restoration occurred with motor current returning to upper 300¿s and the pulmonary artery placement signal decreasing to mean of 40¿s. Thereafter, it was noted the impella rp flex ran without issue since said resolution. The patient's condition continued to worsen despite aggressive therapy. A discussion was ultimately made with the family regarding prognosis, and the decision was made to withdrawal care. The impella was weaned. The patient was extubated and all drips were turned off and the patient passed away shortly thereafter.

Manufacturer narrative:
High purge pressure: clinical details report that while the pump was experiencing low pump flows on (B)(6) 2025, the team decided to run tpa through the purge, and it resolved the complications. Data logs were reviewed, and an increase in purge pressure was noted during the low pump flows. The first step up in purge pressure was small, but correlated with the sudden drop in mc. Soon after, there was a larger step up in the purge pressure to ~600 mmhg, not high enough to trigger an alarm. There were several bag changes during this period, but none longer than 2 minutes. Data logs also show sodium bicarb being taken out of the purge, presumably when tpa was added, and then purge pressure trending back down to ~400 mmhg. Though tpa being added to the purge correlates with the resolution of high purge pressure, the behavior of the motor current during the complication does not correlate with biomaterial ingestion or build up. Additionally, the nature of the rise in purge pressure does not align with the typical increase due to biomaterial. Product was not returned for investigation. Since data logs did not reveal sufficient evidence for a cause of the rise in purge pressure and product was not returned for investigation, the root cause of the high purge pressure could not be determined. Low pump flow: clinical details report that on (B)(6) 2025 pump flows had slowly trended down from 3.0 to 2.4 l/min. During this time, motor current had also trended down, and pap trended up. It is reported that after tpa was added to the purge, all the previously mentioned pump metrics returned to normal. Data logs were reviewed and the reported trends were confirmed late on (B)(6) 2025. There was a sudden drop in mc and step up in the dp ps while running at p-7. The mc continued to trend down, pump flows went below specification, and shortly after there was a large step up in purge pressure to 600 mmhg. All pump metrics did return to normal during the time that the purge data shows sodium bicarbonate was removed from the purge, presumably when tpa was added. Though the issue resolved while tpa was being run in the purge, the drop in mc at the same time is not indicative of biomaterial. It was noted that roughly 17 hours prior to this complication, there was a motor current spike to 1600 ma that was indicative of a biomaterial ingestion event. However, mc and purge pressure resolved prior to the reported complication on (B)(6) 2025, so the two events cannot be directly correlated. Finally, clinical details reported that the patient was on crrt with a lot of volume being pulled during the time of the complication, which has the potential to play a role in pump flows. Product was not returned for investigation. Since product was not returned for investigation and data logs did not have any clear patterns indicative of a cause, the root cause of the low pump flows could not be determined.